Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c 200 luer was cracked / damaged / deformed. Verbatim: complaint via email. Email(s) attached. When attempting to disconnect syringe on venous medication port the male part of the syringe broke off and was stuck in the medication port. There wasn¿t any indication of it being saved but I am reaching out to the nurse to see if there were any photos taken of the incident so I will get back to you on this. Luckily, they were done administering the medication and didn¿t need the port anymore. No harm done to the patient as the port has a check-valve and can only go one-way. Only potential concern is that if the patient needed medication, they would have to use another port further away from the patient but wouldn¿t cause an immediate risk. Just an update, they didn¿t save the sample and unfortunately no pictures were taken.